Event description:
As reported, the wire from the handle piece of a 5f mynxgrip vascular closure device (vcd) came completely apart from the shuttle portion. The shuttle/handle disassembled during prep and became two separate pieces. The device never entered the 5f non-cordis sheath or the patient. The balloon of a 5f mynxgrip vascular closure device (vcd) lost pressure during pullback after inflation while inside the patient, before the balloon made it to the arteriotomy. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was mild vessel tortuosity, and the staff mentioned a calcified artery for the femoral angiogram. There was mild presence of pvd/calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The staff was trained in the use of the mynx device. Additional information was requested but not provided. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the wire from the handle piece of a 5f mynxgrip vascular closure device (vcd) came completely apart from the shuttle portion. The shuttle/handle disassembled during prep and became two separate pieces. The device never entered the 5f non-cordis sheath or the patient. The balloon of another 5f mynxgrip vascular closure device (vcd) lost pressure during pullback after inflation while inside the patient, before the balloon made it to the arteriotomy. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was mild vessel tortuosity, and the staff mentioned a calcified artery for the femoral angiogram. There was mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The staff was trained in the use of the mynx device. Additional information was requested but not provided. Two (2) non-sterile ¿mynxgrip vascular closure device 5f¿ units involved in the reported event were returned for investigation. The devices, which had the same catalog and lot number, were identified as ¿a¿ and ¿b¿ for the investigation. Visual inspection of the device identified as ¿b¿ revealed that the shuttle was disengaged from the black handle. The syringe and procedural sheath were not returned with the device. The stopcock was found in the open position. The sealant and advancer tube were exposed in the shaft assembly. Additionally, evidence of dried contrast and saline solution residue was found in the extension tubing connected to the shuttle handle and in the balloon. The balloon was fully deflated. No other damages or anomalies were observed. Per functional analysis, leak testing to ensure the balloon¿s functionality of the returned device identified as ¿b¿ could not be performed since the extension tubing connected to the shuttle handle was clogged with dried contrast and saline solution. Multiple attempts to inflate the balloon of device b with water were unsuccessful. Per microscopic analysis, visual inspection at high magnification revealed evidence of dried contrast and saline solution inside the extension tubing and the balloon of device ¿b.¿ the reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed since functional analysis could not be performed due to the blockage of dried contrast and saline solution within the extension tubing and the balloon. The exact cause of the issue experienced with the balloon could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue reported since it could not be properly evaluated. However, as this dried contrast/saline would not have been experienced by the user, access site vessel characteristics (the staff mentioned a calcified artery for the femoral angiogram) and/or concomitant device condition factors (which was not returned) are possible since calcification/pvd at the access site and/or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynxgrip IFU, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Related report number 3004939290 2025 00031.